Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 125 ohms. Technical services (ts) reviewed troubleshooting options. This ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.